Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water channel, air/water cylinder and the auxiliary channel of the gastrointestinal videoscope had white residue. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the air/water channel, air/water cylinder and the auxiliary channel of the gastrointestinal videoscope had white residue. There were no reports of patient involvement.